Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No battery out limit alarm noted. Pump received with deep scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer also reported that, the display screen was blank. Customer woke up this morning with blood glucose of 400 mg/dl. Customer states the pump alarmed after battery change. Customer declined troubleshooting for the high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.